Manufacturer narrative:
Pump was received with corroded drive assembly, which prevented further testing.

Event description:
The customer reported high bgs. Suggested the customer take manual injections per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. However, the pump failed the high-pressure test.